Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor had a bent or broken cannula. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur for the sensor damage. The sensor will be returned for analysis.